Event description:
It was reported that the patient experienced pain at the pocket site due to the belt going over the implantable pulse generator (ipg). The patient also experienced pain at the lead incision site and the anchors were making their way to the surface of the skin. It was further noted that the patients ipg was not holding a charge and the leads had migrated. As a result, the patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. The explanted device components were unable to be returned due to facility policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7094593. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2218-50. Serial number: (B)(6) batch/lot number: 7094594. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Sc-1216 sn: 516343. Investigation results: the implantable pulse generator (ipg) was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: the device was not returned for analysis and the complaint as reported could not be confirmed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.